Event description:
Information provided states that a patient was implanted with an m6-c at c6/7 in 2014. The patient experienced progressive cerviaclgia with radiation in both shoulders and weakness in the arms. Osteolysis found in 6/7 after m6 implantation with pseudarthrosis and instability. A revision surgery was performed to remove the m6-c. Post surgery the patient is doing good with antibiotics and pain management.

Manufacturer narrative:
The build lhr for cdl-637l 3476 acm366 was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications. A review of the risk management files resulted in no new risks being identified. Rmf 0003 rev 36 line 12.73.4. - resorption or osteolysis, without infection/infected abscess/infected cyst, leading to surgical intervention with explantation. Rmf 0004 rev 24 line 9.77 - device explanted.